Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-02879. The pt received his scs system including four percutaneous leads from two lots on (B)(6) 2010. It was reported that the system was explanted on (B)(6) 2011 due to inability to achieve the stimulation pattern necessary for pain relief. Further interrogation revealed invalid impedance readings for several lead contacts. In addition, two of the leads were shown to have pulled out of the header. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.